Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID 694765 implantable tachy lead, implanted: (B)(6) 2009; product ID 4549 competitor implantable pacing lead, implanted: (B)(6) 2006; product ID 507652 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device experienced premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.